Event description:
A customer reported not receiving the expected bolus amount after attempting to deliver it. There was no adverse impact on the customer¿s blood glucose level as the specific impact was not discussed. Technical support recommended the customer uninstall and reinstall the tandem mobi app to ensure the logs were current, as logs were unavailable at the time of reporting. Further follow-up was needed to address additional questions regarding blood glucose levels.